Event description:
Overdelivery during routine preventative maintenance testing. During testing at the user facility, the pump delivered a measured volume of 21.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was provided.